Event description:
During a follow-up conversation with the home pt's family member regarding a system error 2240 alarm, the home pt's family member stated that the home pt was currently taking medication for peritonitis. Reportedly, the home pt presented to the clinic in 2004 for dehydration and abdominal pain. While the home pt was at the clinic it was discovered that their effluent was cloudy. Effluent cultures were taken at that time and the home pt was diagnosed with peritonitis. The home pt was treated with fortaz 1g intraperitoneal (iip) and ancef 1g ip. Four days later the home pt was given vancomycin 2g ip, once per week, for two weeks. The home pt's nurse reported a known possible break in aseptic technique as the root cause of this peritonitis episode. Based on the absence of peritonitis symptoms, the home pt's nurse has concluded that the pt has fully recovered from the infection.